Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Alerts are not sounding audibly despite being turned on in settings and volume is on.